Event description:
Reportedly, a 25mm was explanted at implant due to a paravalvular leak. It was reported that a magna ease valve, model 3300tfx25mm, was implanted for aortic valve replacement (avr) to correct aortic regurgitation (ar) on (B)(6) 2012. After bypass was taken off, paravalvular leakage was observed by echo before closing chest. Then the cannulars were inserted again and re-avr was performed. The valve was explanted and replaced with a 23mm mechanical valve. The customer commented that this explant was not expected; however, not device related either. The patient condition was recovered as of (B)(6) 2012. Device was discarded at the hospital and will not be returned for evaluation.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon commented that this explant was not expected but also not device related. The device is not available for return and evaluation because it was discarded by the hospital. The surgeon indicated the reason for explant was due to a paravalvular leak. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak.